Manufacturer narrative:
It was reported that a table allegedly unlocked during a case when the surgeon requested that the table be placed into a different trend position. The table was re-locked and the case continued without incident. There was no injury reported or additional time lost. The account was unable to replicate the issue either in the operating room or in the shop. A stryker field service technician (sfst) tested the table and was also unable to replicate the issue. The hand pendant was tested and no issues found.

Event description:
It was reported that a table allegedly unlocked during a case when the surgeon requested that the table be placed into a different trend position. The table was re-locked and the case continued without incident. There was no injury reported or additional time lost.